Event description:
The physician attempted to advance an emerge balloon over the back end of the (B)(6) wire. The wire exited through the balloon portion and the balloon was compromised. The physician asked for another balloon and the procedure was completed with another balloon. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)